Event description:
It was reported the pt was not receiving full stimulation coverage. The physician had an x-ray performed which identified the lead had migrated. The pt reported she had leaped out of bed after implant and believed this motion may have been the cause of the issue. F/u identified the physician surgically repositioned the lead. It was reported the pt regained stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.